Event description:
The customer reported that during a mannitol infusion they identified a leak from the air vent above the drip chamber. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product.